Event description:
It was reported that the right ventricular (rv) lead pacing impedance has increased and is now high, climbing steadily from 1150 ohms to 1698 ohms with a high of 1760 ohms. There is no effect on lead functionality and the lead will continue to be monitored at regular intervals. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.